Event description:
It was reported that the patient developed sepsis and the device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.